Event description:
The customer contact reported sparks at the female end of the ac power cord. At an unspecified time, the device was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted a burning smell and sparks coming from the ac connector at the female end of the ac power cord. The nurse powered off the device and disconnected the device from ac power. There were no reported adverse effects to the patient or nurse. There was no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).